Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, episodes of oversensing due to noise resulting in inappropriate mode switching were noted on the right atrial (ra) lead. The device was reprogrammed to resolve the event. The patient was stable.